Event description:
Literature case. "Influence of lateral retinacular release on anterior knee pain following total knee arthroplasty". Authors: zhu yongliang, et al. In this study there were 132 patients bearing genesis ii posterior cruciate ligament-substituting implant. It was reported that a patient with a poor patella position experienced anterior knee pain.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that the data provided is from an aged chinese article on ¿influence of lateral retinacular release on anterior knee pain following total knee arthroplasty". Authors: zhu yongliang, et al. From 2012, that was presented in a excel spreadsheet in english. The limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Pain is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2020-00004236-1